Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement. Subsequently, shortly after the revision procedure, the ra lead dislodged again. The physician decided to explant the ra lead and successfully replaced it. No additional adverse patient effects were reported.